Event description:
The patient reported that when one of the ventricular leads was connected, it "made my heart race", and the patient was shocked once. The physician attempted to connect again with heart racing again, but no shock. The patient understood that someone, possibly a competitive representative, programmed the lead so it was not active via the programmer. Follow-up with the physician's office determined that a recent office visit had determined that there were no issues, with the office attempting to locate additional information if possible. The lead apparently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1458q86, competitor implantable pacing lead, (B)(6) 2013. A 5076-45, implantable pacing lead, (B)(6) 2003. (B)(4).